Manufacturer narrative:
The returned test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr. Donor 2 inr: 2.1 inr . Donor 1 hct: 47%. Donor 2 hct: 39%. Testing results: donor 1: retention meter and master lot strips: 2.4 inr. Customer meter and customer strips: 2.4 inr. Donor 2: retention meter and master lot strips: 2.1 inr. Customer meter and customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 397393) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4). At 10:12 am the result from the meter was 7.6 inr. At 10:40 am the result from the meter was 5.2 inr. The customer's therapeutic range was 2.0 - 3.0 inr.